Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient had undergone a procedure (B)(6) 2020. The first week of (B)(6) 2020 the patient had a follow up visit at the surgeon's office and x-rays taken during the follow up showed a foreign body is present. The item had not been seen on the intraoperative x-rays taken at the time of procedure. It was also reported that the foreign body is not causing any pain or discomfort to the patient. Surgeon believes that the foreign body may be a thin shaving from the narrow ulnar plate/plate screws that had been implanted. Surgeon also indicated that he has seen this occur previously with the arthrex system that was used. (Information has been requested regarding these instances.) The shaving was not noticed at the time of occurrence to determine the specific product the shaving may have come from. At this time the surgeon does not have plans to remove the hardware or foreign body but the sales representative has requested that the surgeon notify him if a second surgery is scheduled. The following are the plate and screws that were used during the (B)(6) 2020 procedure: ar-8916vnl-03, volar distal radius plate, lot 10440051. Ar-8724-18, low profile screw, lot w652321. Ar-8724v-16, val screw, lot w689081. Ar-8724v-18, val screw, lot 1204022. Ar-8724v-18, val screw, lot w698661. Ar-8735-10, low profile screw cortical, lot 2698961. Ar-8735-11, low profile screw cortical, lot 2689741. Ar-8735-13, low profile screw cortical, lot 2689771. Ar-8735-14, low profile screw cortical, lot 2716281. Ar-8735l-12, low profile locking screw, lot 2706701. Ar-8735l-14, low profile locking screw, lot 2706691.